Event description:
The facility reported a colleague infusion pump with an out of spec battery. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering confirmed this condition as a depleted battery alarm and discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software (B)(4).

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).

Event description:
It was reported that the customer passed away and it was related to his diabetes. It was stated that the customer was wearing the insulin pump at time of death. No further info was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an out of spec battery was confirmed by baxter quality engineering as a depleted battery alarm. This condition was caused by depleted main batteries. Due to customer denial of the cost of repair estimate, no repairs were made to this pump, and it was returned un-repaired to the customer.